Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set up the pump settings based off memory. Reportedly, the customer entered in the basal rate incorrectly. Tandem technical support guided the customer through adjusting the pump basal rate. Customer's blood glucose level was 220 mg/dl.